Event description:
During a lapeled procedure the jaws of the grasper broke completely off into two pieces. Surgery was prolonged to retrieve the broken pieces. An x-ray of the abdomen was taken. The pt suffered no adverse effects as a result of this occurrence.